Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an ablation procedure that correlates to the lead integrity alert (lia) that triggered due to sic (sensing integrity counter) and high rate non-sustained episodes, the alert that triggered for high/undefined pacing impedances, the oversensing on the rv lead, and the possibly ffrw (far field r-wave) oversensing on the atrial lead. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.